Event description:
It was reported that the wand would not perform any function when it is connected. There was no backup device available.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the warranty seal was broken. The returned device was tested using a known good compatible wand which was found that the saline motor was running louder than usually but performs as intended. The sd card information was downloaded and the information shows the following error/s: 1. Error code 5 - multiple buttons or foot controls have been pressed simultaneously the complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors which can lead to device non-functional include: there may have been an issue with another device used as part of the system. There may have been a loose cable connection between the returned controller and the device which could cause non-functionality of the device. There were no indications to suggest the device did not meet product specifications upon release into distribution.